Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2018. (B)(6).. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. The same month as receipt of this report, the patient was hospitalized for peritonitis. Treatment for peritonitis was not reported. Action taken with dianeal therapy was not reported. Two days after hospital admission, the patient was discharged. At the time of this report the patient outcome was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.